Manufacturer narrative:
The reported event of a ble anomaly was confirmed. The merlin programmer system logs were reviewed and it was confirmed that the device was unable to be interrogated due to a system timeout. The root cause for the system timeout could not be determined with the information available.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a bluetooth telemetry issue. Programming changes were performed to resolve the issue. There were no patient consequences.